Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been "passing out every day". It was noted emergency medical technicians and an interventional cardiologist have mentioned the "device might not be working". It was also noted the patient's heart rate was low. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.